Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013 device evaluation:the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: evaluation revealed that the battery was not returned with the pump. The pump booted to the verify screen with vibratory and audible sounds. The black box shows unusual fluctuation of the voltage on 06/26/2013. The pump was tested with an external power supply and idle, sleep, rewind and load currents all were found to be within required specifications. There was no overheating was duplicated during testing. The pump cover was removed and no evidence of loose components or moisture contamination was observed inside the pump. The temperature issue was observed in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.